Manufacturer narrative:
Please reference related manufacturer report numbers 2015691-2021-01587 and 2015691-2021-01591. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. CT imagery was provided for review from the site. It was observed while inflating the second valve in the first valve, the second valve and inflation balloon was positioned diagonally in relation to the first valve. Due to the non-coaxial alignment, the inflation balloon appeared to compress on the inflow and outflow struts of the first valve. Due to the unavailability of the lot number, a DHR review and lot history review was unable to be performed. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for balloon burst was able to confirmed by the imagery provided. However, no manufacturing nonconformance was identified during the evaluation. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, an attempt was made to deploy the first sapien 3 valve in the aortic annulus but the valve embolized and stabilized in the lvot. Subsequently, during the attempt to deploy a second sapien 3 valve inside the first inverted valve, the balloon of the delivery system burst right after full expansion of the valve. The second valve and inflation balloon were positioned diagonally in relation to the first valve. Part of the inflation balloon appeared to compress on the inflow and outflow struts of the first valve which could increase the likelihood of balloon puncture by the valve struts upon full inflation. It is possible that interaction between the inflation balloon with the existing valve struts may have compromised the balloon wall during inflation causing it to burst. Although a definite root cause was unable to be determined without any further information, available information suggests patient factors (balloon interacting with preexisting valve) could have contributed to the event. The complaint for balloon burst was able to be confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests patient factors (balloon interacting with preexisting valve) could have contributed to the event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. This report represents the delivery system used in the case. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the valve migrated into the ventricle during inflation. The valve was attempted to be puller toward the ventricle with the commander delivery system. This was unsuccessful, the wire position was lost, and the valve was inverted inside the ventricle. A wire was able to be placed through the sapien 3 valve. The commander balloon catheter was passed through the inverted valve to keep it clear from the lvot and allow for cardiac output while a second valve was prepared. A second sapien 3 valve was placed inside the first inverted valve successfully. However, the balloon burst after full expansion of the valve. The patient's condition stabilized. The valves were anchored inside the lvot with good stability. A self-expandable valve was implanted in the annulus, which also stabilized the two sapien 3 valves. The valve was functioning well on echo with mild to moderate pvl. The patient was stable and discharged home.